Event description:
It was reported that the user accidentally announced the same meal twice on the ilet, after seeing the announce-carbs screen again and selecting it a second time, and later confirmed that the first announcement showed as delivered. No reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included review of device history via the on-device meals history and user education on verifying meal announcements before reannouncing. Investigation of this case revealed user error related to duplicate meal entry, with normal device function confirmed by the presence of the prior delivered meal announcement in history. It was concluded, based on previously established findings for similar reports, that the cause was user error with no device malfunction.